Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump experienced eight "open key pressed" alarms. This condition may have potentially interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Correction: during a review of the pump's event history by baxter personnel, a colleague infusion pump experienced 8 occurrences of an upstream occlusion alarm after one minute or more of delivery prior to an open key press. The open key press indicated that an unknown set was replaced. This condition had the potential to interrupt delivery. This complaint will address the possibility that the unknown set was defective causing the upstream occlusion alarm. Patient involvement is unknown. There was no patient injury or medical intervention reported for this report. This was not reported by the customer. No additional information is available. Device evaluation: the sample was not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Te device used in this situation is unknown; therefore, it does not contain a us 510k number. If additional information or samples become available, a follow up report will be submitted.